Event description:
It was reported by a patient on the FDA voluntary medwatch system (B)(4) that they sustained signs of fat necrosis, lines, dilated pores, ice pick scars, dents, redness, [and] burning within the first month post ipl treatment with a lumenis one laser.

Manufacturer narrative:
A lumenis representative contacted the initial reporter to investigate the event report. During a telephone conversation, the initial reporter declined to disclose the facility, device operator, or details of the reported event. Insufficient information is provided in the initial report to complete an investigation of the event report and to determine a cause. Should additional information be provided to lumenis with which to determine a cause for reported event, lumenis will file a follow-up MDR.